Event description:
The reporter stated that a pt expired while receiving morphine delivered by the pump. The pt was started on a morphine infusion at 6pm, in 2003, at the request of the family. The pump was programmed to infuse morphine (1mg/ml in 100ml bottle) as a piggyback (secondary) infusion at a rate of 2 ml/hr. The primary bag was normal saline but the programmed rate is not known and it is not known if the secondary bag was hung higher than the primary bag. The morphine was hung at 6pm and it was checked as ok at both 7 and 8 pm. At approx 8:50pm, the family reported to the nurses that the bottle was empty. Shortly afterwards, the pt died. The risk manager could not provide info on medical interventions needed; they did not believe there were any. The risk manager noted the pt was in ill health and was on the morphine for comfort measures only. There was no autopsy performed. The cause of death is not definitively known, according to the risk manager.